Event description:
The patient experienced an infection following surgery. An I&d procedure was performed, and the surgeon stated that the infection did not extend to the device and remained superficial.

Manufacturer narrative:
A review of production records shows the device was sterilized with no anomalies detected. There have been no other reports of infections from this lot. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Manufacturer narrative:
A review of production records shows the device was sterilized with no anomalies detected. There have been no other reports of infections from this lot. The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
The patient experienced an infection following surgery. An I&d procedure was performed, and the surgeon stated that the infection did not extend to the device and remained superficial. Follow up #1: intrinsic became aware the patient was admitted to the hospital. A removal surgery was performed on (B)(6) 2026.